Manufacturer narrative:
(B)(6).

Event description:
It was reported that during a rotator cuff repair, the anchor broke when the inserter was removed. A delay greater than 30 minutes was reported. A back up device was available to complete the procedure and no patient injuries were reported.

Manufacturer narrative:
H10: h3,h6: the reported multifix s-ultra 5.5mm knotless anchor device, intended for use in treatment, was returned for evaluation. A relationship between the devices and reported incident was established. From the information provided, ¿during a rotator cuff repair, the anchor broke when the inserter was removed.¿ customer¿s complaint was confirmed. The review of the complaint history for the associated complaint product found no similar events in the last three years for the involved lot. A review of manufacturing records for the reported lot number 2019943 found no non-conformances or anomalies during manufacturing process related to the reported event. Device evaluation shows the device returned deployed with screw attached to the shaft and distal end bent. No manufacturing discrepancies visually observed. The device is intended for single use and functional test is not possible. An exact root cause cannot be determined with confidence; however, factors that could have contributed to the reported event include: (1) misalignment of inserter handle. (2) bone hole size. (3) over tensioning the suture. (4) excessive force. No containment or corrective actions are recommended at this time. There were no indications that would suggest that the device did not meet product specifications upon release into distribution.

Manufacturer narrative:
The reported device, intended for use in treatment, was not returned for evaluation. A relationship between the product and reported incident cannot be established as the product was not returned. Without the reported product a fully visual and functional evaluation cannot be performed and customer¿s complaint cannot be confirmed. An exact root cause cannot be determined without evaluation of the device; however, factors unrelated to the manufacture or design of the device that could have contributed to the reported event include: (1) tissue thickness. (2) misalignment of inserter handle. (3)bone hole size. (4) over tensioning the suture. (5) excessive probing. The instruction for use was reviewed and found to outline precautionary statements and instructions in regards to the use of the device to avoid damage or non-functionality. There were no indications during manufacturing record review that would suggest that the device did not meet product specifications upon release into distribution.